Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning 37 days ((B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm occurred on (B)(6) 2019 at 1:08 while the mobile power unit (mpu) was in use. Both power cables were flagged as being disconnected simultaneously, and the emergency backup battery appropriately operated the system during this time. The alarm was cleared within approximately 8 seconds when power was reconnected to the mpu. No other notable events were observed throughout the log file. The mpu was not returned for analysis. The root cause of the no external power alarm within the log file was unable to be conclusively determined through this analysis. The mpu was manufactured prior to the ac power cord upgrade, however the patient was stated to have been given a v-lock power cord around the time of the reported event. The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. To resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries); call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years and 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that log file was submitted due to possible driveline exposure. Log file review revealed a no external power event on (B)(6) 2019, which was caused by power to the mobile power unit (mpu) being briefly interrupted due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There were no other unusual events recorded in the log file. The patient was provided a locking power cord a month ago. No additional information was provided.